Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was foreign matter in the nozzle; however, the foreign material was unable to be identified. There is no noted deformation to the nozzle and no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Due to clogging of the nozzle, the water removal ability did not meet the standard value. Due to a scratch on switch two (2), water tightness was lost. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to wear of the angle wire, the play of up/down knob was out of the standard value. The adhesive on the bending section cover had a chip, a crack, and white-clouded area. The color ring and objective lens had a crack. Switch four (4) had wear. The adhesive around the objective lens and light guide lens was peeled. The adhesives around the objective lens and light guide lens had a white-clouded area. The image guide protector had a scratch. The universal cord had a wrinkle. The indication on the scope connector was peeled. The connecting tube had a cut. Scratches were found in multiple locations. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported the objective lens on the evis lucera gastrointestinal videoscope had poor drainage. No patient injury or procedure impact reported. During the evaluation of the device, it was noted the nozzle was clogged with foreign matter due to insufficient cleaning. This report is to capture the reportable malfunction of the nozzle was clogged with foreign matter due to insufficient cleaning noted at estimation.